Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report from the field indicated that during an interventional procedure, a blood clot was noted in the introducer sheath. There was no reported patient injury. No additional information is available.